Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 756 mg/dl. Reportedly, the customer suspected a possible issue with infusion set; however, this could not be confirmed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated via intravenous fluids and insulin. Reportedly, the customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.